Manufacturer narrative:
The meter was returned without the test strips.

Event description:
It was reported the patient received the following results within 15 minutes: hi (> 600 mg/dl), 450 mg/dl, and 239 mg/dl.